Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. The customer mentioned that they ate food and forgot to bolus. The customer declined troubleshooting for high blood glucose level. Customer was advised to monitor the blood glucose level. The insulin pump was not returned for analysis.